Event description:
It was reported that during an unknown procedure one of the wing tips on the linear cutter reload had broken off prior to usage on patient. Physician saved reload and discarded stapler and opened another. The surgery was delayed 2 minutes. The procedure was successfully completed. There were no patient consequences. There sere fragments generated and were removed easily without additional intervention.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch #767c55. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the right gripping surface broken off making the reload nonfunctional and it was not returned analysis and also the left gripping surface was damaged but still attached to the reload. No functional testing was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 767c55, and no non-conformances were identified. The lot#777c31 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.